Event description:
It was reported to manufacturer that the physician was having problems powering on the hand held device. The device was left plugged into an ac wall outlet and the device still did not power on. Attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.